Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the radiofrequency (rf) head was unable to interrogate devices and failed uplink functional testing; the rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head was broken. The rf head was returned for repair, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.